Event description:
It was reported that the customr was receiving an alarm and the audio level was decreasing. After the battery change, the customer stated that the pump would not beep. The self test was performed and there was no beep during the tone test. At that time the customer was advised that a replacement will be sent.